Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had a b30 scope communication error. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to was a difference in recognition on device handling or reprocessing steps between the olympus recommendation and the user. The user facility may detect the suggested events by handing the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image. -leakage testing of the endoscope. User may reduce/prevent occurrence of the suggested events by handing the device in accordance with the following IFU: -leakage testing of the endoscope it is suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.